Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 07/13: staff technologist reports an approximately (B)(6) female pt was having a ureteroscopy with stent placement under general anesthesia when the system fluoro failed. Staff moved the pt to another room where the physician was able to complete the procedure without further incident. No reported injury.